Manufacturer narrative:
The nonconforming irrigation pressure sensor was received and a visual assessment of the returned sample found no visual nonconformities. The sample was installed into a calibrated cataract system and displayed system message (sm) [infusion pressure sensor offset test failure.] Upon boot up, replicating the reported event. The complaint was confirmed. The root cause of the reported event was due to the nonconforming irrigation pressure sensor. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The company representative replaced the nonconforming irrigation pressure sensor. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event was due to the nonconforming irrigation pressure sensor. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, poor vacuum was experienced. The procedure was cancelled. Patient impact was not noted.